Event description:
A pt experienced burns where ECG leads were attached to their body while being scanned in an MRI system. The hospital's risk mgr described the burns as being severe enough to require emergency treatment. Also, the pt was seen by a plastic surgeon. The burns occurred directly underneath the pads where the ECG leads were attached under the nipple area of the body and a gel was also applied under the pads. The customer used 3rd party ECG leads and not leads recommended by philips. The operators manual indicates to only use ECG leads provided by philips. The hospital believes the burn was caused by operator error and will be given add'l applications training.